Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported cardiac tamponade could not be conclusively determined through this evaluation. The patient remained ongoing on vad support until ultimately expiring on (B)(6) 2021 (refer to manufacturer report number 2916596-2021-02021). The pump was not explanted for evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 07mar2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pericardial fluid collection and bleeding are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed acute onset tamponade requiring emergent opening of the patient's chest at the bedside. The patient was then taken to the operating room for washout. Cardiac tamponade required initiation of inotropes. The tamponade resolved (B)(6) 2021.